Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular repair of blunt thoracic aortic trauma: is postimplant hypertension an incidental finding? Konstantinos tigkiropoulos, fragiska sigala, diamantis I. Tsilimigras ,2demetrios moris, konstantinos filis, nikolaos melas, dimitrios karamanos, christos kontogiannis, ioannis lazaridis, and nikolaos saratzis, thessaloniki and athens, greece, and durham, north carolina ann vasc surg 2018; 50: 160e166. Doi.org/10.1016/j.avsg.2018.01.100. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in 23 patients for the endovascular treatment of blunt thoracic aortic trauma between (B)(6) 2005 and (B)(6) 2016. The following adverse events were observed: post implantation arterial hypertension, non-fatal stroke, iliac artery rupture, hemorrhage shock, multi organ failure, intermittent claudication of left arm, femoral anastomotic aneurysm.